Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of asthenia ('asthenia-like symptoms') in a (B)(6) year-old female patient who had essure (batch no. 863567) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced asthenia (seriousness criteria medically significant and intervention required) and musculoskeletal pain ("muscle and joint pain"). The patient was treated with surgery (removal of right essure implant by laparoscopy with salpingectomy). At the time of the report, the asthenia and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for asthenia and musculoskeletal pain with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of asthenia ('asthenia-like symptoms') in a 58-year-old female patient who had essure (batch no. 863567) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced asthenia (seriousness criteria medically significant and intervention required) and musculoskeletal pain ("muscle and joint pain"). The patient was treated with surgery (removal of right essure implant by laparoscopy with salpingectomy). At the time of the report, the asthenia and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for asthenia and musculoskeletal pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jul-2019: health authority detected that this record was a follow up /duplicate to bayer case number (B)(4) to which all information will be transferred. Then this record (fr-bayer(B)(4) ) will be deleted. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of asthenia ('asthenia-like symptoms') in a 58-year-old female patient who had essure (batch no. 863567) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced asthenia (seriousness criteria medically significant and intervention required) and musculoskeletal pain ("muscle and joint pain"). The patient was treated with surgery (removal of right essure implant by laparoscopy with salpingectomy). At the time of the report, the asthenia and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for asthenia and musculoskeletal pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.